Manufacturer narrative:
An evaluation of the devices cannot be performed as the device was not returned to the manufacturer. Device history review determined all devices in the specified lots were accepted into finished goods within sterility specification and without any reported discrepancy. Complaint history review determined there have been no other events for the reported lots. Additional info (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "infection s/p hematoma post surgery, resulting in infection."